Event description:
It was reported that premature device elective replacement indicator (eri) occurred with the patient's implantable cardioverter defibrillator (ICD). The patient's device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead; implant date 2012-(B)(6). (B)(4)